Event description:
Reporter alleged obtaining discrepant blood glucose results on the customer's aviva system of 230 mg/dl back to back with a result of 108 mg/dl when testing was performed 2 minutes apart. No actions were reported taken or treatment reported received. A request was made for the return of the suspect device and replacement product was sent.